Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "pharmacist states chemo had leaked out of the clave port at the distal end of the tubing. Delay in therapy: unknown. Need for medical intervention: unknown. Patient involvement: yes. Death / serious injury: no. Human harm: no."